Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event and hospitalization on (B)(6) 2016. Patient reported that either his son or daughter-in-law called emergency medical technicians (emts). Patient does not remember anything prior to being placed in the ambulance. In the ambulance the paramedics measured the patient's blood glucose (bg) and his finger stick value was 63 mg/dl. Patient reported staying overnight at hospital until his bg stabilized. Patient was not using the continuous glucose monitor (cgm) at time of the intervention. At the time of contact, patient is healthy. No additional patient or event information was provided.